Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is in the same family to a device marketed in the u.s. Product summary: performance data was collected from the device and analyzed. Analysis of the data revealed that there was an alert for low battery voltage, rrt (recommended replacement time). The time of rrt in the save to disk was on (B)(6) 2012 where the device rrt was less than or equal to 2.62 volts. The weekly battery voltage trend data shows the battery equaling 2.64 to 2.61 volts between (B)(6) 2012. (B)(4).

Event description:
It was reported that the device did not meet the perceived longevity estimates and is suspect of premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed that the device met 80% of expected longevity.